Event description:
It was reported that the customer had a lost sensor anomaly and weak signal on the insulin pump. The customer's blood glucose level was 65 mg/dl. The customer stated that the insulin pump is not communicating with the transmitter. It was explained to the customer that the insulin pump is no longer receiving data from the transmitter and advised to select "find lost sensor". The customer will get replacement sensor for her trouble.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.